Event description:
It was reported that the fiber was fractured during the laser enucleation of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was fractured during the laser enucleation of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces. The reported allegation was confirmed. In addition, microscope inspection found that there was no light exiting the connector face, indicative of an internal connector fracture. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire.

Event description:
It was reported that the fiber was fractured during the laser enucleation of the prostate procedure. The procedure was completed with another device. There were no patient complications.